Event description:
Meeting with (B)(6) (acting pediatric clinical manager), it was stated that the patient received abrasions around both eyes during a spine case where they were positioned prone on the table while using the prone view system (pictures included). The patient was in this positioned for about 4 hours. When the patient was log rolled off the table it was discovered that she had encountered skin abrasions around both eyes. They were treated and have healed well. (B)(6) reported that the seam around the eye opening, on the prove view insert was more inside the eye opening instead of being more on the outside of the mask. To (B)(6), this seam had a hard, rigid edges to it. It is belief that the patients face came in contact with this seam and caused the abrasions, most likely when using electric stimulation throughout the case.